Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The initial run result was 9.018 ng/ml, repeated <0.010 ng/ml, repeated on another instrument result was <0.010 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot: 63928un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The historical performance of the lot: 63928un22 which was evaluated using world wide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot: 63928un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot: 63928un22. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat troponin-I reagent identified in this complaint.